Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen of the programmer would not align with the stylus and it was noted that the printed circuit board was out of electrical specification. Analysis was unable to confirm the customer comments of display misalignment, regarding connector issue and that the programmer would not allow data to be saved to universal serial bus. The computer platform was replaced and stylus function calibrated. The software was reloaded and updated. The programmer then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for repair and that the universal serial bus port of the programmer would not allow data to be saved to universal serial bus. It was further reported that the stylus would not align with the cursor on the screen of the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was off. It was noted that recalibration was attempted multiple times but the issue remained. It was recommended to try a new stylus and return the programmer for service if the issue persisted. The programmer remains in use. There was no patient involvement.